Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. If additional information is received, a supplemental report will be submitted accordingly. Referenced article: ¿unexpected high failure rate of a specific microport/livanova/sorin pacing lead.¿ heart rhythm. 2020. 1-9. Doi.org/10.1016/j.hrthm.2020.08. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding failure rates of pacing leads. The article reported one patient who experienced intermittent exit block two days post implant. The right ventricular (rv) lead exhibited a micro dislodgement. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.